Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, as no device deformation was observed that could contribute to the retention of foreign material and the device reprocessing was confirmed to have been implemented in accordance with the device IFU. The event can be detected by following the instructions for use sections below: operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function. Operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite colonoileoscopies was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, there is residue and foreign material found within the biopsy channel. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During inspection and evaluation olympus discovered there was residue and foreign material in the biopsy channel. Additionally, the following issues were found during the device evaluation: (a.) The aspiration quantity is out of standards due to the blocked channel tube, (b.) The bending section cover or distal tube adhesive was broken, (c.) The bending section cover or distal end glue was lifting, and discolored, (d.) The distal end had scratches, (e.) The objective lens was slightly discolored, (f.) The glue on the lens was chipped, (f.) And the low angulation was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.